Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information available regarding the severity of the weakness, or what, if any treatment was prescribed. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information available regarding the severity of the weakness, or what, if any treatment was prescribed. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
This report is for one (1) unknown pro-disc c implant. Without a valid part and lot number for this device, a UDI number cannot be generated. It is unknown at this time if the device has been (or will be) explanted. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via a clinical prodisc-c study that patient (B)(6) presented with abnormal reflex. The patient had a prior adverse event of weakness in right arm. This report is for one (1) unknown pro-disc c implant. This report is 1 of 1 for (B)(4).